Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was cloudy pd effluent and fever. The day after the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm, every 72hrs, intraperitoneal, discontinued) and injection meropenem (500 mg, three times a day, intraperitoneal, discontinued) for peritonitis. The patient was discharged four days after hospital admission. On an unknown date, the patient recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.